Manufacturer narrative:
(B)(4) - failure to: evaluation results: the alarm sounds intermittently. The alarm case is cracked around the battery compartment. The battery door is broken and can be pulled out away from the rest of the alarm. The screws are rusted. The liquid label shows moisture. The delay switch is set to 2 sec. The battery springs are bent. (B)(4).

Event description:
The customer reported that there is no alarm tone when pressure is released from the sensor pad. They changed batteries of the alarm recently and tested alarm using the magnet clip and a new sensor pad but the problem remained the same. There was no patient injury reported.